Event description:
The customer reported that the rotator broke during injection. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A follow-up report will be submitted when the eval has been completed.